Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion due to a patient fall. There were no additional adverse effects reported.

Event description:
New information indicates that five months later the patient reported that their device eroded through the skin again. Surgical intervention was performed and the device system was explanted.